Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event, treatment details and action taken with pd therapy were not reported. Fourteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.